Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information but was not received.

Event description:
Related manufacturer reference number:3006705815-2022-15164. It was reported that the patient's ipg had reached end of life. Reportedly, the patient experienced ineffective therapy prior to the ipg becoming inoperable. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.